Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, missing display window, scratched case, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump screen was cracked. The caller did not recall the blood glucose reading. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.